Manufacturer narrative:
E1: establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a thoracoscopy diagnostic procedure, the damaged rubber component of the biopsy valve was found in the suctioned material. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction for the previously submitted g3 - date received by manufacturer. The correct date was 10/31/2025.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause of the damage to the biopsy valve may be that the insertion and removal of the syringe was done at an angle, making it heavier and causing damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.